Manufacturer narrative:
Please refer to medwatch #2122870-2013-00359 for an associated report related to this event.

Event description:
The customer reported obtaining discordant access accutni (troponin I) and access ck-mb (creatinine kinase) patient results over two days, for five (5) patients, involving the access 2 immunoassay analyzer. The customer stated that the initial erroneous results were released from the laboratory and the physician questioned the results. It is unknown of which results were reported out of the laboratory and if there was any change to patient treatment in connection with this event. The customer refused to provide further information. The customer obtained initial accutni results which were within the risk stratification range of the assay or above the ami (acute myocardial infarction) cutoff and all but one sample, repeated to within the normal reference range of the assay when repeated on an alternate access analyzer. Initial ck-mb results for two patients resulted in values above the reference range of the assay on the access 2 and repeated lower to within the normal reference range when run on the alternate access instrument. Quality control (qc) results were within the established range on the two days in question for accutni and ck-mb. System checks and calibrations passed specifications. However, the customer generated mixer belt speed and wash pump valve motion errors from the access 2 analyzer for which the customer did not troubleshoot. The customer also performed a 10 point precision run on the analyzer on (B)(4) 2013 and obtained an initial result of 0.64 ng/ml with the other results at 0.00 ng/ml. Samples were collected in green-top gel tubes and centrifuged for 10 minutes at 5100 rpm. The customer stated that all samples were of good quality. A beckman coulter field service engineer (fse) was dispatched on (B)(4) 2013 and noted that the customer does not have a service contract with beckman coulter and major maintenance had not been performed on the access 2 instrument in over a year. The fse proceeded to perform a major preventative maintenance and all required alignments. The instrument was verified per established procedures and results met published specifications. The cause of the discordant accutni and ck-mb results are due to user error caused by a lack of preventative maintenance performed on the instrument. Preventative maintenances are recommended twice per year and a review of the customer's service history indicates that the last preventative maintenance performed on the instrument was on (B)(4) 2010. The customer does not have a service contract with beckman coulter and therefore it is the customer's responsibility to schedule maintenance for their instruments.